Event description:
It was reported that during an ureteral stenting procedure the stent moved requiring surgery. The physician placed the ureteral stent in the renal pelvis, removed the guide wire, and pulled the suture to form the stent and the stent "pulled back". The pt was taken to surgery to reposition the stent in the target area. The pt was reported to be fine post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.